Manufacturer narrative:
Product ID 8731sc, lot# b0801079k, implanted: 2008 (B)(6); product type catheter. (B)(6).

Event description:
On (B)(6) 2016 additional information was received from the health care provider who provided a session report from (B)(6) 2015 was provided that indicated the patient's pump delivered ziconotide 50 mcg/ml at a dose of 10.513 mcg/day in simple continuous mode. A further session report which it appeared a refill occurred on (B)(6) 2016 which noted the last time the pump was changed was on (B)(6) 2015. The medication the pump system delivered remained the same of ziconotide 50 mcg/ml at a dose of 10.513 mcg/day in simple continuous mode with no change to the concentration or dose after the refill/updated reservoir to 20 ml. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that there was no alleged product issue. However, there was report of a wound infection. The patient attended this clinic and was reviewed. He reported a small wound infection over implant site/device pocket although on the day of review it appeared healed and erythematous. He advised he had visited the general practitioner (gp) on 2015 (B)(6) as it had been oozing pus. The gp had prescribed flucloxacillin for one week but this did not help. The examination on 2015 (B)(6) was reported as normal. The gp further prescribed co-amoxiclav at 625 mg for a week which was effective. Another physician prescribed another week course of co-amoxiclav 625 mg to which the patient was to be further reviewed. The patient attended on 2015 (B)(6) for a pump refill and the wound was checked to which it had appeared to be healed. The patient was to be seen for a wound review in two weeks. No culture was taken. However, it was also reported that no action was required other than an unscheduled clinic/office visit and it was not specified if diagnostic testing or troubleshooting occurred. It was also not specified if the issue was resolved or the cause determined. This device system delivered ziconotide at the time of the event. Both the pump and the catheter remain implanted. The adverse event was reported as related to the procedure. At the time of the report the patient's status was reported as alive-with injury. As of 2015 (B)(6), the outcome of the event was reported as on-going. The examination on this date as well was reported as normal. It was further reported that diagnostic testing occurred on 2015 (B)(6). The clinic review in a nurse-led clinic to assess the wound and there were no signs of infection. The results were all normal for this patient. The event was considered resolved without sequelae on 2015 (B)(6). Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previous report was submitted with aware date of (B)(6) 2015, this date was incorrect and the correct aware date is (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.